Manufacturer narrative:
It was reported to intuvie that the infusion pump failed the ground resistance test at 0.160 ohm. The passing specification for the ground resistance test is < 0.1ohm. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be component failure. The issue was successfully resolved by replacing the power filter. The ground resistance retested and passed at a value of 0.073ohm. Reference to complaint #(B)(4).

Event description:
It was reported to intuvie that the infusion pump failed the ground resistance test at 0.160 ohm. The passing specification for the ground resistance test is < 0.1ohm. There was no patient involvement reported.